Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump basal history was missing despite the pump being in use. Customer's blood glucose was 220 mg/dl. Reportedly, the issue continued to be used for insulin therapy.